Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l4. During the procedure, there was issue with being able to see the barium contrast in the bone cement; it was very difficult to visualize the bone cement which concerned the physician. It was noted that the patient had barium and sulfa allergy so gadolinium was used as a contrast agent and "angenomyecin" was added to the bone cement. Per IFU, it is not recommended to add antibiotic to the bone cement. No adverse outcome to the patient was reported. No additional information was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.